Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
During preventive maintenance by a service technician this autolog iq instrument had the cylinder valve not positioning itself in the correct position, or the occludes in the harness were not working properly. This was detected during service so there was no patient involvement, so no adverse effect occurred. Medtronic received additional information that the unit was reported as not pumping properly had a cracked bowl on the vac water trap and rotary valve that was out of alignment.

Manufacturer narrative:
Additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements in 21 cfr 803 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
During preventive maintenance by a service technician this autolog iq instrument had the cylinder valve not positioning itself in the correct position, or the occludes in the harness were not working properly. This was detected during service so there was no patient involvement, so no adverse effect occurred. Medtronic received additional information that the instrument was reported as not pumping properly as it had a cracked vacuum overflow trap and a rotary valve that was out of alignment. Medtronic received additional information that the bowl being referred to is the vacuum overflow trap, which is part of the instrument, rather than the centrifuge bowl that is part of the disposable kit.